Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument's jaw would not open. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument exhibited no dislodged or misaligned jaws, and the instrument and cannula were not removed together. The instrument's jaws were stuck closed but did not contain tissue and were not opened. There was no collision with other instruments, no detachment of parts from the distal end, and no physical damage was observed, including on the conductor wire. No photographic images or video recordings are available, but the instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and could not verify the customer reported event. The instrument was tested on an in-house system showing 1 live remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The probable root cause cannot be determined.